Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Two x-rays were provided to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the x-rays from attachment (B)(4). Visual analysis of the first x-ray showed that the lag screw cut-out superiorly through the femoral head. It can also be seen that the fracture has displaced inferiorly and laterally and the blade has translated laterally within the range allowed by the implant design as a result. Due to the collapse of the fracture, the proximal end of the nail is also protruding through the top of the greater trochanter. The fracture appears to be a multi-part unstable intertrochateric fracture and there is no sign that the fracture had started to heal. The nature of the fracture and healing most likely led to the observed collapse which caused the blade to cut-out once it reached the end of the allowable translation within the nail. The second x-ray shows the revision using another nail and lag screw for proximal locking. Cement was used to augment the fixation in the femoral head. Also observed in the revision x-ray is that the lateral end of the lag screw is rotated approximately 180 degrees from the recommended position. This is noted by the lateral screw end angling medially from the superior to inferior instead of being inserted such that the lateral edge is approximately parallel to the lateral cortex (end angled laterally for superior to inferior). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the cut-out is visible in the post operative x-ray. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, cutout of the femoral head was discovered six weeks after implantation of tfna in a 93 year-old male. Revision and augmentation occurred. Patient and procedure outcome were unknown. No further information is available. This report involves one unk - nail head elem: tfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown nail head elem: tfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Two x-rays were provided to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the x-rays. Visual analysis of the first x-ray showed that the lag screw cut-out superiorly through the femoral head. It can also be seen that the fracture has displaced inferiorly and laterally and the blade has translated laterally within the range allowed by the implant design as a result. Due to the collapse of the fracture, the proximal end of the nail is also protruding through the top of the greater trochanter. The fracture appears to be a multi-part unstable intertrochanteric fracture and there is no sign that the fracture had started to heal. The nature of the fracture and healing most likely led to the observed collapse which caused the blade to cut-out once it reached the end of the allowable translation within the nail. The second x-ray shows the revision using another nail and lag screw for proximal locking. Cement was used to augment the fixation in the femoral head. Also observed in the revision x-ray is that the lateral end of the lag screw is rotated approximately 180 degrees from the recommended position. This is noted by the lateral screw end angling medially from the superior to inferior instead of being inserted such that the lateral edge is approximately parallel to the lateral cortex (end angled laterally for superior to inferior). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the cut-out is visible in the post operative x-ray. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.